Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of an aaa . It was reported the length of the proximal neck was 12mm. It was reported that during the index procedure a type ia endoleak was observed so a etcf2323c49ej was implanted. The implant of etcf2323c49ej resolved the endoleak. On an unknown date during the follow up atype ia endoleak was noted again. It was reported the main body etbf2313c145ej was more proximal than etcf2323c49ej so only contained the ia endoleak. A non mdt aortic extension was implanted which resolved the ia endoleak. Per the physician the cause of the ia endoleak was anatomy and the patients short aortic neck. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.